Manufacturer narrative:
Final analysis found that the insulation was abraded at 20.8cm to 21.2cm, 22.4cm to 22.8cm, 27.3cm to 27.9cm, and 27.4cm to 28.6cm from the distal tip, which exposed the outer coil at these locations. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. The damage found likely contributed to the reported noise anomaly.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was experiencing dizziness. Noise resulting in pacing inhibition was observed on the right ventricular lead. All other electrical values were normal. The lead was explanted and replaced. The patient was noted to be in good condition following the procedure.